Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive act button. The blood glucose reading was 91 mg/dl. The customer stated that she attempted to deliver a bolus and when she pushed the act button, it would not register until she pressed it many times. She then could not exit from the status screen on the display. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to unlocked connector. Insulin pump received with cracked case on the display window corners, display window and belt clip slot.